Manufacturer narrative:
Isi has received the endoscope controller for evaluation, but has not yet completed failure analysis investigations. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the endoscope controller has been evaluated and/or if additional information is received. This complaint is being reported based on the following conclusion: an essential component of the da vinci system was unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that prior to the start (post anesthesia/ports placed) of a da vinci-assisted partial nephrectomy surgical procedure, the customer experienced camera issues. The system generated error 48204 on the vision side cart (vsc) touchscreen. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system¿s logs via onsite and confirmed error 48204. The customer indicated that the image was tinted yellow. The customer installed a backup endoscope and power cycled the system with no change. An isi tse had the customer power cycle the vsc and endoscope controller with their circuit breakers, but the error returned and the image remained tinted yellow. An isi tse had the customer manually adjust the colors in an attempt to improve the image, but the customer indicated that the image then became pink/purple in color. The procedure was converted to another da vinci surgical system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter does not recall if the error occurred on the initial power up of the system. The customer indicated that the system was not checked with an endoscope prior to placing ports on the patient. This reported issue was identified once an endoscope was installed on the system and inserted into the surgical field. The procedure was successfully completed with no harm, injury, or adverse outcome on a different da vinci surgical system. An isi field service engineer (fse) reproduced the reported problem and replaced the endoscope controller to resolve the repeated non-recoverable occurrences of error 48204.

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) received the endoscope controller involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate the reported issue. The endoscope controller was installed on a test system and passed all camera/video tests without issues. The test system and returned unit continued to function without issues after 10 power cycles and remaining idle for one hour. No trouble was found. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.